Event description:
It was reported that on (B)(6) 2008 patient presented with lumbar stenosis and spondylosis l4-5 bilaterally, worsening lower back pain and bilateral lower extremity radiculopathy. Patient underwent bilateral laminectomy l4-5, discectomy, interbody fusion, and posterolateral fusion using peek cages, rhbmp-2/acs, and posterior instrumentation. No noted complications. On (B)(6) 2009 the patient presented with left hip pain. A lumbar myelogram indicated ¿posterior disc space narrowing, disc bulging and central spinal stenosis at l3-4 are suspect.¿ CT scan indicated ¿left paracentral and left intraforaminal herniation of the l5-s1 disc is noted with compromise of the left s1 root possible. Bilateral facet arthropathy and ligamentous thickening is seen at l5-s1 as well. Nonspecific broad based disc bulging is seen at l3-4 with a mild and focal central spinal stenosis noted.¿ on (B)(6) 2009 patient presented with painful retained lumbar hardware bilaterally at l4-5, persistent lower back pain after lumbar fusion with lower extremity radicular symptoms bilaterally, and history of failed back surgery syndrome. Patient underwent exploration of fusion l4-5 with bilateral hardware removal. There were no noted complications.

Manufacturer narrative:
The identify of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are catalog# 75445540, catalog# 7540020, catalog# 8690030, and catalog# 811-322. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.